Manufacturer narrative:
(B)(4). Batch # m52z6r. The analysis found that one pce60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The reported event could not be confirmed as no malformed staples were noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy, the clamped tissue was slipped from the proximal end to the distal end at the 5th firing on the lung parenchyma. Although the lung parenchyma was cut, the deployed staples around the jaws were jammed. Also, the doctor felt that the clamped tissue was slipped forward at the 6th firing on the bronchial tube. After that, the device functioned as intended at the 7th to 9th firings. The device was used as-is to complete the case. Leak test was performed and there was no leak. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what were the product codes of the cartridges being used for the 5th and 6th firings? The cartridges were an ecr60d for the 5th firing and an ecr60g for the 6th firing. When the deployed staples around the jaws were jammed, please describe the shape (malformed, unformed, interrupted, etc.)? No information